Event description:
It was reported that an ilet user experienced two occlusion alarms upon waking, with blood glucose rising to 338 mg/dl. The user replaced the infusion site after the first alarm and then replaced all supplies, and a new insulin vial after the second alarm, after which glucose stabilized, consistent with an obstruction of insulin flow involving the connector/coupler component of the infusion set. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem leading to obstruction of flow, associated with the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.